Event description:
It was reported that during a hysterectomy air leaked from the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/5/2007. Eval summary: the inner seal was returned with the lower ring broken off and separated in multiple pieces. Due to this condition, the 12mm seals were found to be out of position. The posts on the sleeve housing assembly were cracked. The lens of the obturator was cracked. No functional test was performed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.